Event description:
Pt was fit with soft contact lenses and wore them as daily wear for two days. In the afternoon of the third day, the pt experienced hazy vision. After midnight she removed the lenses and experienced pain and injection. She went to a hosp and was diagnosed with central corneal epithelial erosions in both eyes. The pt was out of work for 10 days. No info was provided regarding the treatment of the injury or the pt's history with contact lenses. The product is not available for evaluation. Based on the limited info provided, we are unable to determine if the event is related to lens fitting, device physical characteristics, user error or some other factor.